Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number (228152), lot number (1l58553) combination per (B)(4) executed on 3/25/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure, the sales rep's truespan peek 24 degree misfired. The sales rep did not know if the device misfired on the first or second implant. The case was completed successfully with no patient harm or surgical delay reported. The sales rep was not present and could not provide any additional information. The device was discarded by the customer.